Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low results for multiple patients tested for calcium (ca) and urea on a cobas 8000 c 702 module. The customer did not provide any urea results. The customer provided erroneous low calcium results for 5 patient samples. The erroneous results were reported outside of the laboratory. The customer reran qc and had low results with qc as well. The customer masked the instrument and verified results on a different line. There was no allegation that an adverse event occurred. The ca reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found some rinse clips had dropped off and were slightly bent open at the base so they weren't holding the nozzles down correctly. The fse adjusted the placement of the clips and manually stretched the springs slightly to correct the issue. The system tested ok. If the rinse clips are not in the correct position, the rinse nozzles would not come back into position which could lead to insufficient waste suction and/or overflowing of the rinse water detergent. The rinse clips may have been dropped during customer maintenance. Upon follow-up with the customer calibration and qc have been recovering well. The investigation determined that the issue with the rinse clips was the root cause of the event.